Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Additionally, it was reported that the customer experienced a "low" blood glucose level; although specific value was not provided. Customer consumed juice to address bg. Suspected cause was due to the customer¿s pump time was incorrect and requiring adjustments. Customer updated their settings to address the event.